Event description:
The customer's wife reported via phone call that the customer had a keypad anomaly on the insulin pump. Caller was not sure why she could not go into the menu. Customer's blood glucose was 235 mg/dl. Customer could not reconnect the old sensor and find lost sensor. Caller stated that she has done this several times. Caller was advised that this could cause delays from giving the same command over and over. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.